Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had a new battery in the insulin pump and it alarmed failed battery test. He took it out the battery inserted a new battery and it passed the test. Customer stated he has had to events where the reservoir is half ways and the device alarms no delivery. Anomaly was resolved with a set change, unable to troubleshoot. Customer was advised how to properly store the batteries. Customer was advised to monitor the device. Customer had done troubleshooting on his own. Customer's blood glucose was unknown. No further information reported.